Event description:
It was reported through remote transmission that unspecified device reset mode was observed. The reason for reset mode is unknown. Patient presented to the clinic and programming changes were made. No symptoms were reported.